Event description:
A consumer reported that three days following intraocular lens (iol) implant surgery, her vision is blurry at all distances. She stated her surgeon told her that her vision will be fine once the swelling goes away. The consumer also reported that a radial keratotomy (rk) was done "years ago" before the implant surgery. At the consumer's request, the surgeon was not contacted.

Manufacturer narrative:
Product eval: the product was not returned for analysis. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the mfg documentation. Root cause: no root cause can be determined at this time. No lot/serial number or sample was returned by the customer. Action taken: investigation has been completed based on current info. Conclusion: based on our current tracking, there are no adverse trends for this reported complaint and based of these findings, the residual risk remains unchanged and at an acceptable level. At the consumer's request, the surgeon was not contacted. (B)(4).